Manufacturer narrative:
Manufacturer narrative: the customer reported that the multi gas unit displayed a check water trap error message, and the pump was making a loud noise. The water trap and dry line kit was replaced, however the issue still remains. The customer sent the unit in for evaluation and repair. The unit was cleaned and evaluated. The reported problem of the device giving a constant check water trap error message was duplicated. The gas sensing unit was replaced and the multi gas unit was returned to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the multi gas unit displays a check water trap error message, with the pump making a loud noise. The water trap and dry line kit was replaced, however the issue still remains. The customer would like to send the unit in for evaluation and repair. The unit was cleaned and evaluated. The reported problem of device giving a constant error message check water trap was duplicated. The gas sensing unit will need to be replaced on this unit. This part is currently out of stock. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi gas unit displays a check water trap error message, with the pump making a loud noise. The water trap and dry line kit was replaced, however the issue still remains. The customer would like to send the unit in for evaluation and repair.